Event description:
It was reported a spectrum pump had false downstream occlusion alarms. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported false downstream occlusion alarms were unable to be reproduced, but were confirmed through review of the event history log. This condition was determined to have been caused by elevated fluid counts from the downstream sensor with fluid filled set. Elevated fluid counts will increase sensitivity to false downstream occlusion alarms. The downstream sensor assembly was replaced.